Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular aneurysm located in anterior communicating artery, this coil detached prematurely. It was reported that reported this coil was first selected after the micro catheter was in place during the filling. After coil placed into the aneurysm, it was found that the position was not suitable for adjustment, so pulled it back inside the catheter and prepared to re-enter but found that the coil was detached. It was reported that the physician re-positioned this coil two times and did not attempt to detach the coil. There was friction felt during the delivery. The coil was removed from the patient and chose another coil and continued with the procedure. No patient injury was reported.